Event description:
During service, failure code 814:04 was found in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.